Event description:
It was reported that the insulin pump alarmed power loss and power system error. The power system error indicated that the back-up battery failed, and this error did not prevent the insulin pump from running. The caller did not know the blood glucose reading. The caller stated that the insulin pumped delivering insulin when it alarmed power error, prompting the user to rewind and start a new reservoir set. The caller reported using the same reservoir because it was full. The caller reported that this issue occurred twice that day. She stated that she was in the process of giving herself a bolus, and the insulin pump alarmed power failure. She disconnected from, rewound and primed the insulin pump, continuing to use it. She received another power error about 25 minutes later. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The caller was advised to replace the insulin pump and a request was made to have the device returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.